Event description:
It was reported by the customer, the wire in the kit was bent out of shape and had a rough burr on the end. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3624 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One demo microez microintroducer kit was returned for evaluation. An initial visual observation showed the kit was returned open. All of the kit components were found to be present within the returned kit. The guidewire was observed to be damaged near its distal end. No blood residue was observed on the returned samples. No breaks were found within the returned guidewire during tactile evaluation. A microscopic observation revealed kinks in the coiled wire of the guidewire at its distal end. Some whitish residue (likely dried saline) was observed on the guidewire and both weld tips were observed to be present and intact. While the returned guidewire was found to be kinked in multiple locations, it was not possible to determine when or where the sample was damaged. Possible causes include damage during packaging, handling, manipulation, or use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer, the wire in the kit was bent out of shape and had a rough burr on the end. No other information was provided.